Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, the replacement line connector of a prismaflex m100 set was found to be disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The replacement line was found to be disconnected from the luer connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the supplier of this component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.